Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/5/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide lot number: unk. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. (B)(4). H3 investigational summary: the product was returned to ethicon for evaluation. Two needle suture piece and one empty winding former outside the foil packet were received for analysis. The product code sxpp2b101 is double armed. During the visual inspection of the needle suture pieces, the swage and attachment area were noted to be as expected. The suture pieces were examined, and body fluids were noted along strands. As per the condition of the sample, the barbs could not be measured. Per the conditons of the returned sample, no conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a breast surgery on (B)(6) 2025 and barbed suture was used. During an unknown breast and endocrine surgery, the anchor barb could not be fixed properly compared to the products usually use. It was not a control release needle. Another product was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.